Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was unable to attach a corail neck segment to the size 9 corail broach in situ prior to trial stage during his thr procedure. The surgeon tried the same neck segment with other corail broached external to the patient and they all functioned normally. He was able to conclude the issue was with the corail broach and not the neck segment/trial. The hospital had a spare corail broach/neck trial tray on hand and therefore there was no delay in procedure. Case completed successfully as planned. Faulty broach available for collection immediately at the entrance to cssd (usual loan set collection point). No further info available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.